Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, high capture threshold, and variable r-wave measurements were observed. Lead revision was planned. No further information available.